Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient developed wound problems in (B)(6) 2009 and experienced an infection. The pump system was explanted. The cause of the infection was reported as "2 surgeries within a short period of time" specific patient symptoms, troubleshooting/diagnostics, medication in the pump, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient experienced an infection and the pump system was explanted. The patient had surgery due to a malfunctioning pump. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, medication in the pump, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.